Manufacturer narrative:
All available information was investigated and the reported knot on the lock line and mechanical jam of inability to remove the lock line were confirmed via returned device analysis. The reported clip open while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported mechanical jam of inability to remove the lock line appears to be related to the reported knot. The knot appears to be induced by the user (possibly during unwrapping process) based on the appearance (knot was in a loop) and location of the knot. The reported clip open while locked appears to be due to the troubleshooting maneuvers to remove the lock line. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mechanical jam, material deformation, and unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, pre-existing chordal rupture, and a flail. An xtw clip was inserted and placed on the mitral valve. During deployment, a knot was observed in the lock line (ll), resulting in an inability to remove the ll. As only one side of the ll was accessible, the deployment sequence was continued. While removing the clip delivery system (cds) over the ll, it was observed the clip opened to 180 degrees. The physician wanted to retract the clip into the steerable guide catheter (sgc), but it was observed one of the grippers was stuck on the pre existing flail. Therefore, in order to remove the clip, mitral valve replacement was performed. There was no clinically significant delay in the procedure. No additional information was provided.